Event description:
It was reported that the ilet user experienced hyperglycemia after forgetting to announce a dinner meal. The user was advised not to enter a late meal announcement as the system¿s correction algorithm worked to reduce glucose, with a fingerstick reading of 412 mg/dl and subsequent decline to 307 mg/dl, indicating appropriate pump response. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.